Event description:
Pt being transported from nursing home to hospital. Vent settings not reading. Pt chest not rising/ falling. Immediately put on bvm. Tried working on vent, no success. Pt bagged remainder of transport.